Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The distal end of the device is fractured in a spiral nearly to the proximal end with some material missing, there is biological debris on the returned device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an acl reconstruction surgery, the biosure screw broke. The procedure was completed placing a s+n back up device into the originally bone hole. Device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10: upon review of the description of the occurrence, it was determined that this event did not lead to death or serious deterioration in the state of health of a patient, user or other person. According to information received, it was confirmed that the anchor breakage did not took place internal to patient, but external. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. H11: corrected information in h10.